Manufacturer narrative:
Concomitant medical products product ID: 3037, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va019dj, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient started going to the bathroom too often a week prior to call. The patient could not remember how to increase stimulation. While on the call, the patient was unable to communicate with the antenna attached. The patient felt stimulation a little, but the stimulator was confirmed off. After turning stimulation on, stimulation was too high. Stimulation was turned off and decreased. When the stimulator was turned on, the patient could not feel stimulation. Stimulation was then increased to a comfortable level. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.